Manufacturer narrative:
The gehc service representative will replace the anesthesia control board and the power control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a system error during boot-up. There was no report of patient involvement.